Event description:
Per the surgeon, the patient experienced frequent swelling at the anterior-inferior recess near the device. Surgery was performed to allow for drainage around the deive. During the surgery granulation tissue and pus surrounding the device was noticed, the surgeon then explanted the device. Reimplantation is planned, but had not been scheduled at the time of this report, 2009.